Event description:
It was reported that the bd bactec¿ plus aerobic/f culture vials (plastic) produced a false positive result. A gram stain was performed which came back negative, and the bottle was returned to the instrument. After following protocol, it also came back negative. The erroneous results were not reported to clinicians, and there was no report of adverse patient impact. The following information was provided by the initial reporter: "customer has reported numerous false positive results daily from all type of bactec media and from various stations in instrument. Bd personnel have obtained the following information and checked the following locally in lab; plots of false positive results and result audit lot of each false positive results. Usually the bottle was returned to instrument after false positive verified by gram stain (negative) and upon completion of protocol would be negative. The graph peaks and time of positivity from result audit log display correlates to an high abnormal growth peak and then reduced to baseline immediately. No temperature errors were observed on bactec fx instruments and the environmental conditions in lab are stable, with no ac units or ventilated air close to the vicinity of instruments. Customer has been using instruments for more than one (1) year and until beginning 2022 experienced no abnormal false positive rate." "Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. There were 19 attached plots in the 42 attached files. All of them were epicenter plots. Epicenter plots are less useful for potential root cause evaluation as they do not contain the corrections the instrument performs. High voltages on 2 plots were observed. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It was reported that the bd bactec¿ plus aerobic/f culture vials (plastic) produced a false positive result. A gram stain was performed which came back negative, and the bottle was returned to the instrument. After following protocol, it also came back negative. The erroneous results were not reported to clinicians, and there was no report of adverse patient impact. The following information was provided by the initial reporter: "customer has reported numerous false positive results daily from all type of bactec media and from various stations in instrument. Bd personnel have obtained the following information and checked the following locally in lab; 1) plots of false positive results and result audit lot of each false positive results. Usually the bottle was returned to instrument after false positive verified by gram stain (negative) and upon completion of protocol would be negative. The graph peaks and time of positivity from result audit log display correlates to an high abnormal growth peak and then reduced to baseline immediately. 2) no temperature errors were observed on bactec fx instruments and the environmental conditions in lab are stable, with no ac units or ventilated air close to the vicinity of instruments. 3) customer has been using instruments for more than one (1) year and until beginning 2022 experienced no abnormal false positive rate." "Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No"